Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to any malfunction of the implanted system.

Event description:
Related MFR reports: 3006705815-2020-02529.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR reports: 3006705815-2020-02529. It was reported the patient complained when the scs system is turned on he experienced pain in the back of his head and neck. Reportedly, the pain dissipates when the therapy was off. X-ray taken showed the left lead appears to have pulled partially outside of the epidural space. Surgical intervention may be necessary to address the issue.